Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. Performance testing confirmed the reported inoperable device. A review of the device logs revealed the occurence of a system fault error message (sf 218). The investigation determined that the reported inoperable device was due to a broken wire connection in the power button assembly. The investigation determined that the system fault error message (sf218) was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) for evaluation and was returned to the manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device's display screen was flickering, and the device was inoperable. There was no patient harm or injury reported as a result of this incident.